Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was above 400 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer stated that the cannula was bent and had insulin flow block. Customer did not mention any symptoms related to high blood glucose level. Customer reported the insulin pump had power loss alarm which they were able to clear it and able to rewind the insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. No pump error 23 alarms noted during testing.